Manufacturer narrative:
It was reported that the rfa generator did not heat up the electrode. The temperature of the electrode remained at patient's temperature. Several attempts with different electrodes and adapter cables were unsuccessful. The device will be exchanged for a new one. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure on (B)(6) 2025 the rfa generator did not heat up the electrode. Troubleshooting with new electrode and adapter cables was unable to resolve the issue. As such, the procedure was not completed.